Manufacturer narrative:
D9: date returned to mfg.: unknown. One device was returned for analysis. Visual inspection found an alarms for intermittent module connectivity. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective wireless communications module. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an alarm for intermittent module connectivity. There was no patient involvement, no patient injury was reported.